Event description:
It was reported that the devices were used during a diagnostic laparoscopy with lysis of adhesions. It was reported by the rep that the 355sd trocar inner seal leaked. On the 512 trocar, the obturator reset button would not function. The surgeon opened add'l trocars to complete the case. There was no consequence to the pt.